Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue and replaced a wheel assembly and right motor drive assembly. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, the customer encountered a repeated non-recoverable fault error. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the operating room (or) team removed the instruments from the patient side cart (psc), undocked the arms from the patient, and attempted 2 system restarts unsuccessfully. The tse reviewed the logs and found an error pointing to the right cart drive wheel brake current. The tse guided the customer through one additional system shutdown with emergency power off (epo) on the psc. However, there was no change to the fault condition, and there was no option to recover or disable. The or team indicated that the procedure would be aborted.